Event description:
The customer alleged that the monitor did not alarm during saturation. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a low spo2 event on (B)(6) 2021. , the device was in use monitoring a patient at the time of the reported event. No further patient details, such as gender, age, height, and weight were provided. No death or patient / user injury or harm was reported.